Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had stopped using the glucose monitoring system and wanted to get back to using the sensor but the customer has 2 boxes of expired sensors and requested if they could be replaced. It was stated that it is unknown when the customer stopped using the sensors. It was stated that the customer has called for product support multiple times with sensor and glucose monitoring issues. Blood glucose value is 10.6 mmol/l. Nothing further reported.